Manufacturer narrative:
Reported event: an event regarding incorrect selection (surgeon was given wrong implant. Cemented patella was put in, in an uncemented nature) and loosening was reported. Conclusion: the event indicates that the surgeon planned to use an uncemented patella, but used a cemented patella in an uncemented nature by mistake. It took a week to discover, patella implant became loose. Packaging insert qin 4376 rev ab indicates "components labeled for ¿cemented use only¿ are to be implanted only with bone cement". Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Gave surgeon the wrong implant. Cemented patella was put in, in an uncemented nature. A second surgery is required to remove patella and place a correct patella.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Gave surgeon the wrong implant. Cemented patella was put in, in an uncemented nature. A second surgery is required to remove patella and place a correct patella.